Event description:
Related manufacturer reference number: 2017865-2023-25321 and 2017865-2023-25322. Additional information was received that the device was not suspected to be the cause of the sensing noise, but instead was due to the right atrial and right ventricular leads.

Event description:
During a clinic follow-up, episodes of noise resulting in oversensing and automatic mode switch were observed on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.